Manufacturer narrative:
A ge service representative performed an onsite investigation. The fse found several loose video connections. They were cleaned and reseated during the service event. Dc voltage to the camera was also evaluated and adjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the fluoroscopic image was blank effectively eliminating the ability to view a usable image. No patient death or serious injury was reported related to this event.